Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. Concurrent conditions included gallstones, diabetes and adenomyosis. Concomitant products included liraglutide (victoza) since 2018 and metformin since 2018. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown, the abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 16-dec-2019: fu (2) and fu(3) processed together. Pfs and medical record received. Essure lot number added. Previously reported ¿injury¿ was updated to migration. Events added: abdominal pain, dyspareunia, menorrhagia and pelvic pain. Reporters, medical history and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration') and oophorectomy ('oophorectomy'). In an adult female patient who had essure (batch no. B76528), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gallbladder operation. Concurrent conditions included: gallstones, diabetes and adenomyosis. Concomitant products included: liraglutide (victoza) since 2018 and metformin since 2018. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, oophorectomy, pelvic pain and menorrhagia outcome was unknown. The abdominal pain had resolved. And the dyspareunia was resolving. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia, oophorectomy and pelvic pain to be related to essure. Batch no: b76528, production date: 2013-10-02, expiration date: 2016-10-31. Quality safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. Concurrent conditions included gallstones, diabetes and adenomyosis. Concomitant products included liraglutide (victoza) since 2018 and metformin since 2018. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), rash ("rashes"), anxiety ("anxiety"), genital haemorrhage ("bleeding"), alopecia ("hair loss") and feeling abnormal ("brain fog"), underwent oophorectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, oophorectomy, pelvic pain, menorrhagia, rash, anxiety, genital haemorrhage, weight increased, alopecia and feeling abnormal outcome was unknown, the abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, anxiety, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, oophorectomy, pelvic pain, rash and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion approx. 2015, and date of removal (B)(6) 2020. Batch no b76528 production date 2013-10-02 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events: anxiety, rashes, genital hemorrhage, weight gain, hair loss, brain fog were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. Concurrent conditions included gallstones, diabetes and adenomyosis. Concomitant products included liraglutide (victoza) since 2018 and metformin since 2018. On (B)(6)2014, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, oophorectomy, pelvic pain and menorrhagia outcome was unknown, the abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia, oophorectomy and pelvic pain to be related to essure. Amendment: the report was amended for the following reason: all source documents and references from deletion case (B)(4) were transferred to this case. New reporter information, removal date was added. New event- oophorectomy added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.